Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on (B)(6) 2014 the patient had had a blood glucose (bg) over 600mg/dl with lethargy. Patient was hospitalized and treated with IV fluids and insulin injections. During troubleshooting, customer support (cs) found the following factors that contributed to the bg excursion: patient's medical history includes chf, dehydration, renal failure and hypertension. Patient was dehydrated (not caused by elevated bg) and had not responded to an alarm in a timely manner. The bolus type (normal, extended, combo) was incorrectly programmed and patient had failed to bolus. Bolus history was inconsistent due to patient not addressing the alarm. Time and date were correct at the time of the call. No pump malfunction was identified. Cs considered the bg excursion to be a training misuse issue and referred the patient to a health care professional for diabetes management training. Patient has discontinued pump therapy. This complaint is being reported because the patient experienced hyperglycemia after failing to address a pump alarm.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 03/11/2015 with the following findings: no defect was found. Unable to duplicate the complaint. The black box shows the alarm on (B)(6) 2014 at 11:36; deliveries resumed at (B)(6) 2014 00:06. On (B)(6) 2014 23:43 an alarm was recorded; deliveries never resumed. Pump was exercised for 24hrs with no alarms. A normal 10u bolus and a 10u audio bolus were performed successfully and both were accurately recorded in the pump history. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.